Manufacturer narrative:
Trackwise: (B)(4). The lot # 25155474 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 09mar2021. Device was investigated on 17mar2021. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely bent and twisted, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation was observed to be peeled completely away from the hot jaw. The silicone insulation was observed to be fully peeled away and detached from the cold jaw. The detached silicone was not returned for evaluation. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device, the reported failure "material twisted bent; wire" was confirmed and the analyzed failure "peeled; jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, one of the sealing/cutting wires within the jaws came loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.